Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had inadvertently missed delivering a bolus (use error) for food or high bg. Blood glucose (bg) was over 600 mg/dl. Ketones were moderate to high. Pump therapy was discontinued and insulin injections were administered. Customer went to the emergency room and was admitted to the hospital. Ketone level was considered as being dangerous. Intravenous insulin/fluids were administered. Bg/ketones were resolved. Discharge date was (B)(6) 2018 and bg was in the 100 mg/dl range. Tandem technical support confirmed that the parent/customer knew how to use the pump bolus feature. Reportedly, pump therapy was resumed.